Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy with intraoperative esophagogastroduodenoscopy, the innermost row of the staple did not form correctly into b-shape staples. The loading unit was inspected and found out that some of the staples did not fire. Two other loading units were used to complete the case.